Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire unraveled was confirmed. No sample was returned but the customer returned three pictures of the damaged guide wire. No pictures of the needle were returned. In the pictures the guide wire was partly protruding from the guide wire assembly (straightening tube). The guide wire was observed to be unraveled and stretched. The core wire was broken within the unraveled coil wires and was in a curved shape; however, the location of the break could not be determined. No further information could be observed from the picture. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records were reviewed with no evidence to suggest a manufacturing related issue. The probable cause of unraveled guide wire could not be determined based upon the information provided and without the actual complaint sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
T was reported the procedure was being performed in the emergency department. The physician stated the guide wire has unraveled during the procedure. There was no injury to the patient. No patient death or complications reported. Follow up information states the guide wire was being fed through the needle. The guide wire became stuck during insertion or removal in some cases. A second kit was used to complete the procedure successfully. Patient care was delayed. In each case the physician had to remove the needle to safely remove the wire and then re-establish access. On at least one occasion they had to use a different insertion site.